Manufacturer narrative:
Corrections included clearing the system's errors logs and rebooting the server. Communication reestablished.

Event description:
The customer reported an in-house generator test caused the panorama central station's server rack to shut down, which may have resulted in loss of telemetry monitoring. No pt injury was reported.